Event description:
It was reported that the patient had endocarditis and the implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 310c25 valve, implanted: (B)(6) 2014. (B)(4).